Event description:
It was reported, "there's a kink in the electrode." There was no medical intervention, adverse consequences, or surgical delay as a result of this event. The procedure was completed successfully.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for analysis. The complaint device was visually inspected and a kink distal to the transition point of the catheter was observed. The device history record (DHR) was reviewed to confirm the device met all inspection and testing requirements prior to distribution, indicating the device was in acceptable condition prior to release. The most likely root cause is mishandling subsequent to distribution. The instructions for use (IFU) states: "inspect the catheter for overall condition and physical integrity. Do not use the catheter if electrodes appear loose or if any damage is noted. If such problems exist, return the catheter and packaging to stryker sustainability solutions." "Avoid excessive torque, stretching, kinking and/or bending of catheter, as this may interfere with distal tip shaping or cause damage to internal wires."